Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. The suture broke post op. No additional information was available and no adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/17/2015.additional information was recevied that the patient's wound dehisced a day after the procedure. The physician opined the suture fell apart. It was unknown what action was taken to manage the dehiscence.(B)(4)